Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the k electrode on a cobas c 311 analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a k value of 7.13 mmol/l. The value was questioned by the operator since it was critically high, so the sample was repeated. A second tube collected at the same time was tested and it resulted in a k value of 4.18 mmol/l. The initial tube was then repeated, resulting in a k value of 4.35 mmol/l. The second tube was also repeated, resulting in a k value of 4.26 mmol/l. The repeat value of 4.18 mmol/l was deemed correct.

Manufacturer narrative:
The k electrode lot number was f37_2024, with an expiration date of 24-feb-2025. The investigation is ongoing.

Manufacturer narrative:
No alarms occurred on the last calibration performed on (B)(6) 2024. The customer stated that quality controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer could not determine a cause. The customer performed repeat testing with no errors and successful precision studies were performed. The investigation could not identify a product problem. The cause of the event could not be determined.